Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they can't get the recharger to charge the implanted neurostimulator. The issue started quite a while back, maybe 3-4 months ago. They would charge and one day it wouldn't make a connection so they would cut it off and wait a day or two and turn it back on. It got to where they couldn't charge it. On the call the patient went into the recharging app and got a service code 634. Patient was in the dbs therapy app. Had the patient exit out of the therapy app and go into the recharging app. The patient got a message that the battery was very low and needed to be recharged to provide therapy. Patient repositioned the charger and was able to connect, but then would lose connection right away. Patient confirmed they was not near any electrical magnetic interference. Patient can easily feel the outline of the implant and it feels flat. Patient confirmed this is the first time the implant had gone dead. Patient did mention that it quit working about four months after he had it put in. He cut it off and left it off for about a week and then turned back on and charged it. So he finally went over there, and they give him a little more power and it got working real good and it did that for another four five months and then it just started this trouble. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger product ID a620 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.